Event description:
The patient was admitted to the hospital the following monday after his surgery. The patient had colon issues; he had possible c. Diff. (Clostridium difficile) and a possible perforated colon. The patient was still in the hospital at the time of this report. The patient was having fluid retention at the time of this report. The pump still had saline in it. The patient was going to get a pain consult at the hospital, but drug would not be put into the pump until the patient was better. The patient status was reported as ¿alive-no injury¿. The cause of the issue, the interventions, and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).